Event description:
It was reported that during a procedure to treat a de novo lesion in the mid circumflex artery with mild calcification, one unspecified stent was implanted. A 2.5x8 rx mini vision coronary stent system was advanced and resistance was felt with the guide catheter. Reportedly, the decision was made to withdrawal the stent system when it reached the common artery and the stent system never reached the target lesion. Once outside of the artery one stent strut was noted to be fractured. The 2.5x8 rx mini vision stent was replaced with an unknown stent to ultimately treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guiding catheter resistance was confirmed. The stent implant was not fractured as originally reported; however, the noted bent struts are likely what were inadvertently described as fractured. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, inventory of the returned device revealed that the struts of the stent are flared away from the balloon but are not fractured. The struts are flared at the distal and the proximal end of the stent implant.